Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Revision to fields d2a: common device name, d4: unique identifier (UDI)#, d5: operator of device, section e. Initial reporter, h3: device eval by manufacturer and h7: if remedial act init, type. This supplemental report has been created to capture additional information and information correction. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker's battery was reported to be dead for several years. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and returned. No indication of new device implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker battery was reported to be dead for several years. Additional information indicated that the device was checked and the patient felt fine. Also, the patient had twenty four hour heart monitor and was informed was good. To date, the device remains in service. No adverse patient effects were reported.